Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were experiencing issues with high and low blood glucose levels. Blood glucose levels were reported as low as 51 mg/dl and as high as 492 mg/dl. Customer treated with glucagon, carb intake, and insulin pump. Troubleshooting occurred and issues were resolved. Product will not be returned for analysis.